Event description:
It was reported that a spectrum infusion pump alarmed for downstream occlusion and air in line and said use only baxter IV sets even though that's all they use occurred during use. Medicine magnesium sulfate was used at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11: h11: a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.